Event description:
Patient reported the up button on the infusion device has stopped working. Patient stated it has been quite heavily worn but recently he found when he presses the up button there is a lot of "travel" in that button compared to the down button which is "stiffer." Patient reported it is almost as if what was under the up button's rubber casing has now gone or broken off. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified. Result the buttons were tested successfully. The problem mentioned by the customer could not be reproduced. All tested features meet specification. Product meets specification and no corrective actions are needed.